Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('coils have extruded into the uterus on the right (more than 50%)') in an adult female patient who had essure (batch no. A26163) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), pain ("aches"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectom,bilateral oophorectomy,total hysterectomy,). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, abdominal distension, pain, fatigue and allergy to metals outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, allergy to metals, fatigue and pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: this case was converted from the conceptus database into argus on (B)(6) 2014) and it was initially reported by a consumer. Further information (medical record) was received on (B)(6) 2021) and qualifies this previous conceptus case as reportable case by bayer. New information added: previously reported event device dislocation ticked with intervention required due to removal surgery. Case is upgraded to serious incident. Lot number, removal date, patient's date of birth, reporter information were added. Action taken with drug was updated. Events bloating, aches, fatigue, nickel allergy added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('coils have extruded into the uterus on the right (more than 50%)') in an adult female patient who had essure (batch no. A26163-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), pain ("aches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy,bilateral oophorectomy,total hysterectomy,). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, allergy to metals, abdominal distension, pain and fatigue outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, allergy to metals, fatigue and pain to be related to essure. Lot number reported (a26163) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: update of information (batch is not valid) on 7-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority on 11-mar-2008. The most recent information was received on 22-dec-2022. This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of device dislocation ("coils have extruded into the uterus on the right (more than 50%)") and arthralgia ("over a 7 years period, I began having joint pains") in a 46 year-old female patient who had essure inserted (lot no. A25163) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was vitamin d [vitamin d nos]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 248 days after essure insertion, she experienced arthralgia (seriousness criterion disability), inflammation ("inflammation") and neurological symptom ("neurological symptoms"). Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), allergy to metals ("nickel allergy"), abdominal distension ("bloating"), pain ("aches"), fatigue ("fatigue"), rash ("rashes") and bone pain ("bone pain"). The patient was treated with surgery (bilateral salpingectomy,bilateral oophorectomy,total hysterectomy,). At the time of the report, the arthralgia, inflammation, neurological symptom and bone pain had resolved. The outcomes for device dislocation, allergy to metals, abdominal distension, pain, fatigue and rash were unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, bone pain, device dislocation, fatigue, inflammation, neurological symptom, pain and rash to be related to essure administration. The reporter commented: after the surgery all of my rashes went away. My inflammation went down. My bone pain has minimized to almost completely gone.my flexibility in my joints is back. My neurological symptoms have disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): unknown date: hsg: coils have extruded into the uterus on the right (more than 50%.) The left essure microinsert appears in satisfactory position within the fallopian tube, and tubal occlusion is confirmed on that side. On the right, approximately half the inner coil trails within the uterus. The uterine cavity is irregular, especially along the right cornua. This may be due to a combination of intrauterine synechiae and/or submucosal myomas or other masses. Lot number reported (a26163) is not valid. Lot number: a25163. The most recent follow-up information incorporated above includes data received on: 22-dec-2022: upon internal review, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All the information from deleted duplicate (B)(4) was transferred to this case. E2b company number added. Regulatory authority reporter, product lot number, expiry date, manufacturing date, concomitant medication, events: arthralgia, rash, inflammation, neurological symptom, bone pain, reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The most recent information was received on 03-jan-2023. The below report has the health authority reference number mw5103323. This spontaneous case was originally reported by a lawyer on behalf of a physician and describes the occurrence of device dislocation ("coils have extruded into the uterus on the right (more than 50%)") and arthralgia ("over a 7 years period, I began having joint pains") in a 46 year-old female patient who had essure inserted (lot no. A25163) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was vitamin d [vitamin d nos]. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 248 days after essure insertion, she experienced arthralgia (seriousness criterion disability), inflammation ("inflammation") and neurological symptom ("neurological symptoms"). Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), allergy to metals ("nickel allergy"), rash ("rashes"), abdominal distension ("bloating"), pain ("aches"), fatigue ("fatigue") and bone pain ("bone pain"). The patient was treated with surgery (bilateral salpingectomy, bilateral oophorectomy, total hysterectomy). At the time of the report, the rash, arthralgia, inflammation, neurological symptom and bone pain had resolved. The outcomes for device dislocation, allergy to metals, abdominal distension, pain and fatigue were unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, bone pain, device dislocation, fatigue, inflammation, neurological symptom, pain and rash to be related to essure administration. The reporter commented: within a year of having the implants, her body slowly started having major issues. She had mris, multiple blood work, nerve test, too many to write in this space. At 3 months after surgery for essure removal: after the surgery all of her rashes went away. Her inflammation went down. Her bone pain had minimized to almost completely gone. Flexibility in her joints was back. Her neurological symptoms had disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): allergic to nickel and titanium [hysterosalpingogram] (date unknown): coils have extruded into the uterus on the right (more than 50%.) The left essure microinsert appears in satisfactory position within the fallopian tube, and tubal occlusion is confirmed on that side. On the right, approximately half the inner coil trails within the uterus. The uterine cavity is irregular, especially along the right cornua. This may be due to a combination of intrauterine synechiae and/or submucosal myomas or other masses. Lot number: a25163, manufacture date:2012-06, expiration date: 2015-06. Lot number reported (a26163) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2023: quality safety evaluation of ptc. Annex f codes were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.